Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was in emergency room due to high blood glucose on (B)(6) 2017 with blood glucose of 328 mg/dl and 590mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed but the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a blank display, problem isolated to the lcd board. Unable to perform the self test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.